Event description:
It was reported that, "when implanting the distal screw in a short gamma nail in the static position the screw missed posterior."

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info is received, it will be reported on a supplemental report.